Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will b

Event description:
This MDR is related to the fourth revision surgery on (B)(6) 2021. It was reported that on an unknown date, the patient underwent the tha surgery with unknown implants. On an unknown date, the loosening of the implant occurred, and the first revision surgery was performed. In the revision, zimmer biomet plate, zimmer biomet cup and solution plus stem (j&j product) were implanted. On (B)(6) 2017, the second revision surgery was performed due to the implants loosening at acetabular side. In the revision, zimmer biomet plate, zimmer biomet cup and the head (j&j product) were implanted. On (B)(6) 2020, the third revision surgery was performed due to the implants loosening at acetabular side. In the revision, zimmer biomet augment, zimmer biomet plate, zimmer biomet cup and the head (j&j product) were implanted. On (B)(6) 2021, the fourth revision surgery was performed due to the implants loosening at acetabular side. The surgeon commented that there is no looseness in the connection part, but there may be an effect of trunionosis in the connection part between the neck and head. In the revision, zimmer biomet augment, zimmer biomet cup and the head (j&j product) were implanted. The surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.